Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of a type ia endoleak and aneurysm enlargement seen in a non-mdt stent graft. The non-mdt stent graft was previously implanted as part of an unknown emergency procedure. It was reported that after implantation of the valiant stent graft what appeared to be a type ia endoleak was seen on final angiography but it wasn't confirmed. No further intervention was carried out and the procedure was completed. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is being monitored.